Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log file confirmed low speed and pump stop events while the patient was supported by the power module. Based on historical experience with the heartmate ii left ventricular assist system (lvas) and similar reported events, these events could be indicative of an issue with the driveline. A review of the submitted log file from (B)(6) 2021 through (B)(6) 2021 found five low speed events on (B)(6) 2021 while the device was connected to the power module. The low speed events were associated with low speed advisory, low speed hazard, and low flow hazard alarms. Three of the low speed events captured pump speed as low as 0 rpm. The pump otherwise maintained a stable speed above the low speed limit. There were no other notable alarms active in the log file. The patient remains ongoing on (B)(6) with no further related issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on (B)(6) 2018. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 6 ¿patient care and management¿ discusses damage due to wear and fatigue of the driveline. This section also contains information on ¿caring for the driveline¿ (under ¿ongoing system assessment and care¿) and provides possible indications of driveline damage as well as how to respond to such events. Section 7 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. Section 8 ¿equipment storage and care¿ also contains information on ¿care of the driveline,¿ and provides possible indications of driveline damage. The heartmate ii lvas patient handbook is also currently available. Section 4 ¿living with the heartmate ii¿ contains information on caring for the driveline. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing this event.

Event description:
It was reported that the patient came to the hospital with low speed alarms on their controller. The log files were evaluated and it was confirmed that there were speed drops and the speed dropped to zero at one point. These all took place while connected to the power module. One event took place while the patient was bending forward. The patient was issued a non-grounded cable and no speed drops were observed.